Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. A picture of the defect was not provided. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of alleged defect reported, it is necessary to evaluate the sample involved in this complaint. However, material from the production line was inspected according to teleflex specification and no issues were detected. All the material was found within specification. If the device sample becomes available at a later date this complaint will be updated accordingly.

Event description:
Customer complaint alleges that there was kink in the tubing which created crack and caused a leak in the tubing. The alleged defect was detected during use. No harm or injury to the patient reported. A new device was obtained. The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the reported complaint.

Event description:
Customer complaint alleges that there was kink in the tubing which created crack and caused a leak in the tubing. The alleged defect was detected during use. No harm or injury to the patient reported. A new device was obtained. The patient's condition was reported as "fine".